Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: "no flash in tubing."

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: "no flash in tubing."

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.